Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan, the surgeon experienced a series of events that led to a partial menisectomy for remedy. It appears that 2 appliers and 3 fasteners somehow failed to deploy properly: initially, the inserter needle fell off of the applier coupler and fell into the joint, was retrieved without issue. Due to this series of failed attempts, the surgeon chose to perform a partial menisectomy on the patient. For whatever reason, the appliers were discarded at the user facility; however, the mitek rep has possession of the 3 omnispan fasteners. There are questions out for further information and detail. Also see associated mdrs 1221934-2011-00328, 1221934-2011-00329, 1221934-2011-00330 and 1221934-2011-00331.

Manufacturer narrative:
Despite outreaches, the complaint device has not being received, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Our rep states that upon viewing this complaint device in this procedure, its condition is indicative of having been over penetrated, which is this surgeon's propensity to do using this system; this would be a technique issue. Outside of that consideration, we cannot discern any other root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.